Event description:
While performing IV insertion on a patient, it was realized that the procedure was extremely painful for the patient. The procedure was stopped, the IV was pulled out and it was found that the plastic cannula was split in half - defective item in a batch of smith medical asd, inc. Batch number st3027686, exp. Date 2018-07. Device title protectiv plus-w safety i.v. Catheter - radiopaque. Ref (B)(4). Pressure to the insertion site was applied and it was covered with 2x2 gauze.